Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid right coronary artery. The 4.0x23mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. It was noted that resistance was felt with anatomy during removal. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.